Event description:
It was reported the programmer has a faulty screen. The screen is flickering on and off. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported flickering display. Device boots up normal. Display rear cover is damaged possibly from a blow to the back of the screen; possible damage is suspected to the display screen as a result. Stylus pen and printer drawer are missing. Large bullet on hinge plate is missing.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.